Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed shunt was located in the moderately tortuous and moderately calcified vessel. A 5.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilation. However, during the first inflation at 6 atmospheres for few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.